Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges a leak from the cannula. Caller reported he touched his cannula site, and noticed the cannula was loose, and the site and plaster was wet and smelled of insulin. No adverse event reported. Requested return of the alleged device for evaluation.